Manufacturer narrative:
(B)(4). Concomitant product(s): steri-strip 3m. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, specific medical/ surgical intervention per patient. Were these cases previously reported? What specific treatment was performed for each patient? What are the current status of the wound separation? What is your opinion of the relationship of the suture to the wound separation? Are there devices to be returned for analysis? Is the product code or lot number available for any of the devices used?

Event description:
It was reported in a journal article that the patient underwent an uterine cervix, corpus, or ovarian gynecologic malignancy surgical procedure on unknown date between (B)(6) 2007 and (B)(6) 2011 and the suture was used interrupted for skin closure to approximate a subcuticular tissue along with adhesive closure strips on the skin surface. During the procedure the patient possibly underwent vertical incision and subcutaneous tissue and fascia were incised laterally by electric knife and irrigated with saline solution after closure of the fascia. The wound was covered with a sterile dressing for two days after closing the skin. Following the procedure, the patient possibly experienced a wound separation and required medical intervention, such as opening the incision, debriding, and/or irrigation until the incision was reclosed. Additional information has been requested.